Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019 at (B)(6)am and at (B)(6)pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At (B)(6)am, user set a temporary rate at 120% of basal insulin for a duration of 24 hours. User made bolus requests by entering grams of carbohydrates without entering current bg and while still having insulin on board (iob). It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 46-54 mg/dl; customer did not know cause of low bg. Customer ate and drank to address bg. Customer alleged the basal iq feature did not suspend until bg was already low (mg/dl). Tandem technical support (cts) reviewed pump data and found out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings 15 minutes prior to basal iq suspension. Although multiple attempts were made by cts to inform customer of data review, customer did not reply.